Event description:
On (B)(6) 2017, pt admitted for outpatient cath /pci. A long heavily calcified 90% lesion is identified in mid lad. Treated with balloon, cutting balloon, rotoblator and 3.0x28 synergy mr deployed with good results. Pt discharged on (B)(6) 2017 on medications including asa 81mg qd and brilinta 90 mg bid. Pt seemed to do well until (B)(6) 2017 1130 when he experienced sudden onset of chest pain. Arrival to our ER with stemi. Taken emergently to cath lab where films reveal 100% thrombotic occlusion of previously placed stent in mid lad. Emerge 2.5x20 used to restore timi ii flow; 2.5x24 synergy stent placed overlapping distal edge of previously placed stent, and post dilated with 3x15 nc emerge. Post timi iii flow with 0% residual stenosis. On admission it appeared that pt had been compliant with asa and brilinta, but upon further questioning, he stated he had run out of asa and had continued brilinta alone. Pt did well and was discharged on (B)(6) 2017 with counseling to continue asa 81mg and brilinta.